Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the adhesive of two cannulas didn¿t have enough glue to attach to the skin after its application. Cannulas used have the same lot number and expiration date. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.